Manufacturer narrative:
Investigation summary: one photo of a loose 5ml syringe was received and evaluated. It was observed the syringe in the photo was missing grad line above the 4ml marking as well as the "d" from the bd logo. The amount of missing print is rejectable per product specification. A physical sample is needed for a more thorough investigation. It is unclear in the photo provided if the print was scratched off or applied incorrectly. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing print defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 9122848 is considered in compliance with our product specification requirements.

Event description:
It was reported that prior to use it was discovered that the scale marking were not legible with a bd syringe 5ml ll bns. The following information was provided by the initial reporter, translated from french to english: graduation of the syringe + bd labelling are not legible.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the scale marking were not legible with a bd syringe 5ml ll bns. The following information was provided by the initial reporter: graduation of the syringe + bd labelling are not legible.